Event description:
Clinical notification received for revision and I&d due to infection. Insert was removed. Date of implant: (B)(6) 2022. Date of revision: (B)(6) 2022. Right knee. Treatment: removal of insert and I&d.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2022, the patient had a left cemented total knee arthroplasty to address primary osteoarthritis, end-stage, left knee, with severe varus deformity and severe medical tibial bone loss/tibiofemoral subluxation. Depuy components, including depuy cement were used during this procedure. The surgeon noted this was essentially a revision case, even though it was a primary knee due to severe soft tissue contracture on the medial side of the knee and severe tibial bone loss. On (B)(6) 2022, the patient had a revision left total knee arthroplasty, tibial insert, to address subacute sepsis, left total knee arthroplasty. The indications for surgery included infection, and significant prepatellar collection with cellulitis. Moderate synovitis. Only the tibial insert was revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b1 (adverse event), b2, b5, h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-ray evidence were reviewed and does not shoes an implant fracture, disassociation or any indicative related to a device nonconformance. Based on the information provided as evidence, a defect or malfunction cannot be established, therefore the allegation is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.